Manufacturer narrative:
Investigation summary: samples/ photos: one used sample of the insyte autoguard 22g x 1.00 product; code: (B)(4); lot: 7195922 was received for analysis. After visual analysis under magnification of the sample received, it was possible to observe the needle was not retracted, which confirmed the customer's complaint. But no external damage or characteristics were observed in the sample that could lead to this defect. However, during investigations it can be observed that the sample claimed is associated with an internal burr caused during the molding of grip component, which block the needle from being retracted. The grip associated with the defect is from lot 7178595 (same lot of grip of the claimed lot), cavity # 03 (same sample cavity of sample returned). DHR/ qn/ ncmr review: assembled lot: 7179974, used in the claimed final product lot: 7195922 of insyte autoguard 22g x 1.00 was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced failure in the activation of the part during the performing of these tests. However, "catheter over bevel" records have been evidenced that may cause the defect lie distance out of the specification which indirectly may lead to "needle activation failure". Qn/ ncmr review: the quality notification (qn) # (B)(4) was registered for the "needle activation failure" defect, which involves the molding lot of the grip: 7178595, cavity # 03. According to the investigations of this quality notification, the defect may lead to a needle retraction failure as reported in this complaint. Investigation conclusion: confirmed: bd was able to confirm the incident in question. Investigation comments: after analysis of the returned sample and of the qn/ ncmr of the claimed product, it was possible to confirm the complaint of the needle retraction failure.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ shielded IV catheter failed to activate after use. There was no report of injury or medical intervention.